Manufacturer narrative:
Evaluation summary: the hawkone was received for evaluation attached to a cutter driver and a spider fx device was included in the returned pack. The filter was filled with biological material and could not be pulled back into the retrieval catheter due to the excessive amount of biological material. The hawkone was inspected and no damage was observed to the slide cover assembly or torque shaft. The distal assembly was inspected and biological material was discovered protruding from a hole to the tecothane approximately 4 cm from the cutter window. The hole, which was on the same plane as the opening of the cutter window, was inspected under microscope and it was discovered that the hole ran parallel and in between the coils of the distal assembly. Biological material was protruding from the observed hole and flush port.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone to treat the left sfa as per IFU. During the procedure the plaque was not packing properly. The device was removed from the sheath a hole was observed in the nosecone. It is reported the spider fx was overflowing when removed from the patient. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.